Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified and moderately tortuous left superficial femoral artery (sfa). A 6.0mmx60mmx135cm sterling balloon catheter was advanced for dilation, however, the balloon ruptured upon first inflation at an unspecified pressure. The physician completely removed the device from the patient and completed the procedure with a different device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a sterling balloon catheter with a guidewire in the wire lumen and a stopcock attached to the hub. There was blood and contrast in the inflation lumen and the balloon. Functional testing was performed using an inflation device filled with water connected to the inflation port; the device would not hold pressure and water leaked from the balloon. Inspection of the balloon revealed a longitudinal balloon tear 1.5mm long 7mm from the proximal markerband. The balloon was scratched and damaged in multiple places along the length of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).